Event description:
Pump reported an altitude alarm issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Customer was able to resume insulin with the original cartridge after receiving tips from technical support on preventing altitude alarms, which they acknowledged.